Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. Balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during the procedure. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. In this case, the lesion site was described as moderately calcified, which may have contributed to the reported rupture on the third inflation. A definitive cause for the reported balloon rupture could not be determined, however, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that during a procedure in a moderately calcified iliac artery, the fox cross balloon ruptured during the third inflation at 10 atmospheres. There was no adverse patient effect. Though requested, additional information was not provided.